Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ right lower side/pain") in an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included marijuana use, methamphetamine use and tobacco user. Concurrent conditions included vulvovaginal condyloma. Concomitant products included ibuprofen since september 2010, levothyroxine since september 2007 and tizanidine hydrochloride (zanaflex) since august 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sxual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy/nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping") and nausea ("nausea"). The patient was treated with intrauterine contraceptive device (iud nos), norethisterone (mini-pill) and surgery (hysterectomy (partial)). Essure (ess205) was removed on 21-oct-2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved and the vaginal haemorrhage, allergy to metals, nausea, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of discrepancies in date of insertion - (B)(6) 2006 (per pfs). Findings: the uterus was clearly visualized and both uterine ostia were cannulated and essure deployed in both uterine ostia. Date of discrepancies in date of removal-(B)(6) -2016 and (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in august 2006: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Abnormal bleeding (general) was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ right lower side/pain") in an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included marijuana use, amphetamine abuse and tobacco user. Concurrent conditions included vulvovaginal condyloma. Concomitant products included ibuprofen since (B)(6) 2010, levothyroxine since (B)(6) 2007 and tizanidine hydrochloride (zanaflex) since (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sxual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy/nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping") and nausea ("nausea"). The patient was treated with intrauterine contraceptive device (iud nos), norethisterone (mini-pill) and surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved and the vaginal haemorrhage, allergy to metals, nausea, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of discrepancies in date of insertion - (B)(6) 2006 (per pfs). Findings: the uterus was clearly visualized and both uterine ostia were cannulated and essure deployed in both uterine ostia. Date of discrepancies in date of removal (B)(6) 2016 and (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2006: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ right lower side.") In an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginal condyloma, marijuana use, amphetamine abuse and tobacco user. Concomitant products included ibuprofen since (B)(6) 2010, levothyroxine since (B)(6) 2007 and tizanidine hydrochloride (zanaflex) since (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), allergy to metals ("nickel allergy") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial).). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved and the vaginal haemorrhage, allergy to metals, nausea and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of discrepancies in date of insertion - (B)(6) 2006 (per pfs). Findings: the uterus was clearly visualized and both uterine ostia were cannulated and essure deployed in both uterine ostia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs+mr: new events: menorrhagia, allergy to metals were added. Reporter, patient demographic information, other relevant history, product lot number, concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping") and nausea ("nausea"). The patient was treated with surgery (she had hysterectomy to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain, abdominal pain lower and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.